Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and determined that the sipper nozzle height which was out-of-adjustment had caused the event. He then adjusted and aligned the sipper nozzle. He verified the module's performance with a 21-cup precision test. The customer performed qc with successful results. The investigation reviewed the calibration performed on 24-jul-2024. The results were within specifications. The investigation reviewed the qc data. The data showed limited results and did not contain date/time stamps or the customer's target means and ranges. The investigation reviewed the alarm trace. The alarm trace had noise, voltage level, and abnormal aspiration (sample probe) errors which are indicators of possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na, k and cl for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module (double). The reporter was able to provide one patient sample with discrepant results: the initial na result from the module was 108.7 mmol/l. The repeat result from another module was 140.6 mmol/l. The initial cl result from the module was 90.7 mmol/l. The repeat result from another module was 100.8 mmol/l. The initial k result from the module was 3.56 mmol/l. The repeat result from another module was 4.08 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct.